Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing found the keypad ¿¿ select¿¿ key is defective. Event history log was reviewed, stuck key alarm found. The reported event was confirmed. The probable cause of the reported event is defective keypad. Replaced keypad. Performed uso/dso (upstream occlusion / downstream occlusion) calibration. Performed pvt (performance verification testing). Updated software. Unit passed all testing criteria. Unit reset to standard configuration.

Event description:
It was reported that during testing the pump had a key stuck error. There was no patient involvement, and no harm reported.